Event description:
Pt was raised aboard wheelchair lift while standing with walker. After reaching boarding height, it was noted that transom plate was partly elevated. An attempt was made to manually depress the plate. After tapping on plate with hand, lift deck suddenly was thrown off balance, backward, onto sidewalk and paving area. Emergency service called. Paramedics and ambulance arrived. Pt transported to hosp.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: independent factory trained/authorized service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: mechanical tests performed, performance tests performed, visual examination. Results of evaluation: design, design - human factors. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.